Event description:
It was reported that after completion of a davinci si hysterectomy procedure, the customer noted a 'broken cable' on the dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spins freely and it was not damaged. The cable segment sticks out at wrist. The pitch cable was also found to be broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity test passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.